Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va180cp, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: va180cp, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that the patient had a loss of therapy since the end of (B)(6) 2018. The date is approximate since the patient could not remember the exact date of the event. Factors that may have led or contributed to the issue was a fall on the patient's back. During a follow up procedure, all lead impedances measured greater than 4000 ohms. There was no sensory response when testing any single electrode versus the neuromodulator's case. Fluoroscopy showed the lead end position in correct place compared to the fluoroscopy from date of implant. The lead, as far as visible, is correctly placed in the neuromodulator's header. There was a report that the implant had been turned off since there was no sensory response and there might be a lead fracture. A lead fracture was alleged. It was reported that a lead revision procedure was planned to check the lead's connection at the device's header. The lead 's replacement would be discussed if the stimulation impedances were still greater than 4000 ohms after correct reconnection. If the lead was explanted, it would be sent in for analysis. The procedure had not been scheduled yet. The issue was not resolved but the stimulator was turned off to save battery capacity until the issues of high impedances and lost sensory response was resolved. No surgical intervention occurred but was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 388928, lot# va180cp, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the lead revision had been scheduled for (B)(6). The neurostimulator was turned off and if the device would be returned if explanted. Revision procedure was performed on (B)(6) 2018 and the lead was completely explanted. Due to the explantation process, the lead body was affected, which was possibly damaged. The irregularity was caused by the physician's use of operating room material in order to extract the lead. It was reported that the lead would be sent in for analysis and the procedure was completed without complications. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis information -- 2018-07-06 08:56:22 cst pli# 10 product ID# 388928 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the conductors were broken in the body of the lead at or near the tines; 4.4 cm from the distal end of the lead no electrical shorts were identified between the circuits. Continuation of d11: product ID 388928 lot# va180cp serial# implanted: 2016 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.